Event description:
It has been reported that the end user lifted her feet off the ground and leaned back slightly while seated in an alb19hbfr transport chair, the hand/back right post (back cane) broke just below the hinge. The end user fell on her bottom, her right side rib cage fell into the arm rest, and hit her head. It was reported that there is a good size knot on the back of her head, but otherwise seems alright. No medical intervention was sought.